Manufacturer narrative:
The field service representative inspected the instrument and part and found evidence that the insulation on one of the wires connected to the vacuum pump had been rubbed away resulting in an exposed wire. The part was replaced to resolve the issue. A review of the architect serial (B)(4) service history did not identify any issues that may have contributed to the issue. There were no subsequent reports of arcing issues since the vacuum pump was replaced. The 2017 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The exposed wire and spark was limited to a small area on the vacuum pump and did not spread to other areas of the instrument. A review of complaint and trending data did not identify any adverse trends for tickets with replacements or first use failures of the vacuum pump assembly. Additionally, no other complaints were identified for exposed wire or sparking for the vacuum pump assembly. A review of architect i1000sr tracking and trending data in the architect product monitoring review found no adverse trends related to the issue identified in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr analyzer was identified.

Event description:
During installation of an architect i1000sr analyzer the field service representative observed an arcing flash on the vacuum pump when the power was switched on by the analyzer. The pump was replaced which resolved the issue. No injuries or impact to patient management was reported.